Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2013 the lay user/reporter, the patient¿s daughter, contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 2:00 pm the patient was experiencing the symptom of fainting, which she reported had begun twenty hours prior. While symptomatic, the patient obtained the blood glucose readings of 139 mg/dl and 161 mg/dl on the reported meter. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with ¿mdh¿ insulin taken on a sliding scale. On the morning of this event, the patient had taken 35 units insulin. The patient also reported that a control solution test performed on the reported meter had failed out of range low for the lot of test strips in use. Troubleshooting revealed the patient¿s testing technique was correct, and the test strips and control solution were correct and in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms indicative of severe hypoglycemia while using the meter and obtaining elevated blood glucose readings, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.